Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that an MRI tech suspected a lead fracture. The rep reported that the patient had two syncope episodes while driving and they wanted to get an MRI of the head. They stated the symptoms were related to the device or therapy. The rep did not know why a fracture was suspected. No symptoms were reported. No further complications were reported. Follow up was conducted.